Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155304.

Event description:
Voluntary medwatch received states the right ventricular lead fracture occurred. The lead was capped and replaced.